Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no drainage eye on the catheter prior to use.

Manufacturer narrative:
The reported issue was confirmed. Per visual evaluation no defects were found, the drainage eyes were correctly perforated. However, after the functional evaluation of flow testing it was noted that no water flowed through the catheter. Obstruction of silicone in the drainage lumen was found. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: ¿- caution: do not aspirate urine through drainage funnel wall. - single patient use only. Do not reuse. Do not resterilize. For urological use only. - visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that there was no drainage eye on the catheter prior to use.